Event description:
This patient has a recalled riata lead from st. Jude. The carelink reports shows a chronically elevated rv defib impedance along with an elevated rv threshold thats currently set to monitor. The device recorded an rv defib impedance out of range which triggered an rv lead integrity alert software. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).